Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap chole procedure, the device would not cut. A second device was opened, which worked fine. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The rotation knob functioned without difficulty. The jaws extended and retracted without difficulty. The jaws cut the appropriate test media without difficulty. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.